Event description:
It was reported that the pt underwent a balloon ablation procedure. Physician normally uses a weighted speculum when doing this procedure however, due to the pt's body habitus the speculum fell out and was unable to be placed. Physician noted that the shaft of the device was resting on the pt's perineum throughout the procedure. The procedure was completed and there were no areas of discoloration or problems noted. Five days later, the pt called the physician's office reporting that they were very sore, had a stabbing pain in the vaginal area and had blisters that were oozing. The pt treated self at home, however, the specifics of the treatment are not known. Nine days later the pt presented to the physician's office. "A typical healing first degree burn." The pt is doing well at this time.